Event description:
It was reported that the programmer had communication difficulties with non-wireless devices, and that the problem still persisted even after swapping out several radio frequency (rf) heads. It was noted that when the rf head was placed on a wireless device a successful interrogation was attained, however, when the 'wireless communication' option was unchecked in the 'find patient' screen, interrogation failed. The programmer was to be returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis was unable to confirm the reported event. The link electronic module (lem) board was replaced as a preventative measure.